Event description:
Caller reported a cartridge alarm 20. Customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on their blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy, resolving the issue.